Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty patient pump. The pump was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced pump has been requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during maintenance. There was no patient involvement.

Manufacturer narrative:
In the initial report, submitted may 22, 2018, it was inadvertently not reported that in addition to the faulty pump, a burnt resistor was also discovered on the distribution board. Further evaluation revealed that the blocked pump was the cause of the burnt resistor.

Manufacturer narrative:
The pump was returned to livanova (B)(4) for further investigation. The evaluation results revealed that the pump was very dirty and that the pump motor board was found to be defective.

Event description:
See initial.